Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that nexiva leaked. I would like to provide a recent experience with the bd nexiva max zero single port that was used with contrast injection in CT. The device did malfunction during the power injection. Additional information received on 07-apr what contrast was being used? Omnipaque 300. What was the power rating set at? 5.5. How did this malfunction, please advise? Synopsis from mrt involved: during injection for CT pe, pt's arms were slightly bent, causing higher pressure. Pt instructed by mrt via speaker to keep arms straight. Pressure injection hovered at the psi limit, but contrast was still going in. Scan auto triggered and then sprayed all over the patient and scanner. Injection/scan stopped. Was there any harm to patient? Approx 20ml of extravasated contrast. What was the outcome, did you have to remove and insert a new catheter? IV discontinued and new IV started.